Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: enduring 7 surgeries. Concomitant products included ferric subsulfate (monsels) and silver nitrate. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), arthralgia ("hip pain"), female sexual dysfunction ("trying to be intimate but just kept wincing"), excessive granulation tissue ("cut of all the remaining granulation tissue"), neck pain ("neck pain") and headache ("headaches"). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, arthralgia, female sexual dysfunction, excessive granulation tissue, neck pain and headache outcome was unknown. The reporter considered arthralgia, excessive granulation tissue, female sexual dysfunction, genital haemorrhage, headache, neck pain and pelvic pain to be related to essure. The reporter commented: she hate every time he touches her. It hurts. Its wearing her down. Concerning the injuries reported in this case, the following ones were reported via social media: genital haemorrhage, excessive granulation tissue, neck pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: case has become serious incident. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.